Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported after several years of trying to straighten their teeth, they are still crooked and damaged. Their lower teeth have receded too far and they have chipped teeth. Their dentist and orthidontist will confirm that they are not able to contiue with byte. This is a contraindicated patient.